Event description:
It has been reported to co that during the procedure, it was noticed that the valve of this device was missing. The device was removed and replaced. The patient is reported as fine. The device is not being returned, as it has been discarded by the hospital.